Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vicmo_13.2, implantable collamer lens, -5.50 diopter into the patients right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was replaced with a shorter length lens due to excessive vaulting. The problem resolved. The cause of the event was unknown. Claim #: (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo_13.2, implantable collamer lens, -5.50 diopter into the patients left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was replaced with a shorter length lens due to excessive vaulting. The problem resolved. The cause of the event was unknown.